Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. Corrective actions have been taken to address the issue. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the atrial lp was unable to be interrogated. Troubleshooting was performed by re-positioning the electrodes, replacing the cable, and replacing the link module and programmer. The lp was still unable to be interrogated and was removed and replaced. The patient was stable.